Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 320 mg/dl (aviva system 1) and 120 mg/dl (aviva system 2) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for aviva system 2. Reference medwatch with patient identifier (B)(4) for aviva system 1.